Event description:
It was reported that two days post-op from a vaginal hysterectomy procedure, the patient returned with severe abdominal pain. It was determined that the patient had a bowel perforation and was given a temporary colostomy. The surgeon believes that the perforation was caused by a burn from the device. No other information is available at this time. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent additional information: what was the patient symptoms? Before the colostomy, the patient symptoms were nausea, rectal pain, lower abdominal pain, and inability to have bowel movement. When was colostomy performed? (B)(6) 2012 by another surgeon. What is the current patient condition? Patient is at home. When is the reversal scheduled? Not scheduled now, however, it is felt that it should be able to be scheduled in the near future. How was it determined that the g2 super jaw device caused the burn and not another energy-sources instrument? No other energy devices were used during procedure. Where was the device being used when the burn occurred? Vaginal hysterectomy. What is the size of the burn? Unknown. Were other instruments being used at the same time, such as a speculum? Yes, a weighted speculum and 2 tenaculums on cervix, vaginal packing was used to keep bowel out of the way. Was speculum in place when the burn occurred? Yes. Was the speculum weighted or what type of vaginal system was being used? Weighted. Is the burn was top to bottom or from the side of the jaws? Unknown. Anything different with the patient size or anatomy that the device was used in a different position? Patient weight; no abnormal anatomy noted.

Manufacturer narrative:
(B)(4).